Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty display was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a faulty screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.